Event description:
It was reported that the non-dependent patient's ventricular lead exhibited numerous episodes of noise. An attempt to reproduce the noise through isometric exercise was unsuccessful. The noise was resolved by reprogramming the device. The lead remained implanted. The patient did not have any symptoms throughout the event.